Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 23-oct-2025, UDI#: (B)(4), h3. Analysis of the communicator found micro usb charge port was loose, the device was not powering on after 1.5 hours, and tm90 recharging circuitry is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported that the communicator was no longer charging. Patient tried other charging cords and outlets, but the issue was not resolved. Agent sent a request to repair to replace the communicator. When asked for the event date, patient said that from day one the commu nicator had play in it when connecting the charging cord and yesterday they noticed the communicator battery was very low but it got even lower after trying to charge the communicator.